Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed and resistance measured within specification. Helix, fully extended, measure .078 inches within specification. Primary analysis finding: no anomalies found.

Event description:
It was reported, during the implant procedure, high impedance greater than 2100 ohms was observed. Additionally, unacceptable thresholds were identified and sensing and positioning difficulties were encountered. An apparent fracture was noted. Consequently, this lead was removed and successfully replaced with a same brand lead. No patient complications have been reported as a result of this event.